Event description:
Reportedly, oversensing was observed in the ventricular channel, resulting in vf detection; however, no therapy was delivered because of this oversensing.

Event description:
Reportedly, oversensing was observed in the ventricular channel, resulting in vf detection; however, no therapy was delivered because of this oversensing. Preliminary analysis revealed that the reported noise oversensing was most probably due to emi or myopotentials.